Manufacturer narrative:
Reference MFR report #2916596-2014-01674. The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation: the reported incident of pump stops was confirmed with the evaluation of the returned system controller. The retrieved log file revealed that between (B)(6) 2014 and (B)(6) 2014, there were multiple intermittent pump stops and associated low flow/low speed hazards . The power was observed ranging from 0-25.5 watts during this time period. The system controller was tested and the pump stops were reproduced. The impedance of several printed circuit board (pcb) traces were measured as being higher than expected. This increased pcb trace impedance can be linked to an issue with microvias. Similar incidents have been identified and a corrective action has been implemented to address the issue. This system controller was manufactured prior to the implementation of this corrective action. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pump stoppages were noted in the patient's event history, and the patient reported feeling fluttering from the pump. The vad coordinator stated that the pump sounded normal. It was also reported that the patient sleeps on battery power. The patient's system controller was exchanged with a new system controller and no alarms occurred after the exchange. X-rays were taken of the pump and did not appear to show any areas of concern. The hospital staff will continue to monitor for unusual alarms.